Event description:
Ileonal pull-through. Slcr55b reload was loaded onto plc55. Unit calibrated and fired. The unit got stuck in the colon and was unable to be opened. The sugeon was able to wiggle the anvil out of the colon. Howeverm the wiggling caused a small tear in the colon that the surgeon had to oversew.